Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that smoke was emitted from a dimension exl 200 integrated chemistry system. The customer powered off the instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed a ¿waste bottle full¿ error and a burning smell, which led the cse to check the waste and vacuum pumps. The cse determined that a malfunctioning waste pump was not discharging waste and caused an overload, which blew the fuse responsible for the vacuum pump. The cse replaced the vacuum pump, the vacuum fuse, and the waste fuse. Additionally, the cse verified the electro-mechanical operations of the waste bottle, float, and associated circuitry during the instrument diagnostics, all of which were acceptable. Next, the cse performed a successful system check. Based on the available information, siemens concluded that an occluded waste bottle assembly, which caused the waste pump to overheat during the waste pump¿s attempt to remove waste from the bottle, potentially caused the event. This analyzer is a ul listed analyzer and conforms to the requirements that materials used will not lead to an open flame. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke was emitted from the dimension exl 200 integrated chemistry system. The customer powered off the instrument and stored the pending samples in a refrigerator and processed the samples on the following day. There are no known reports of injury or adverse health consequences due to the event.